Event description:
A family member reported the customer having a blood glucose value of 469 mg/dl. The family member reported that while attempting to treat the high with the insulin pump, the device alarmed no delivery during prime. Troubleshooting with the helpline found the insulin pump apparently working as designed, though air bubbles were found in the infusion set and reservoir. It was advised that the high blood glucose values were likely caused by the air bubbles. It was advised to monitor the insulin pump and to call the helpline back if the issue recurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).